Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient had 59 driveline power fault alarms and denied double disconnecting to trigger a no external power alarm. The patient reported that this alarm had happened before and the site "reset¿ their device. No pump stops occurred and the pump running symbol was still illuminated. In addition, there was no physical damage to the system controller or modular cable. Log files were sent for review. The log file captured driveline power fault alarms beginning at 4:48 am on (B)(6) 2026. There were no other unusual events recorded in the log file event history. The mechanical circulatory system (mcs) equipment was operating as intended. It was communicated that after switching the modular cable the system controller alarms did not return. The patient was discharged after the exchange and then reported driveline disconnect alarms. The modular side did not show debris/corrosion. No further alarms were reported. It was believed by the site that the patient was anxious and the driveline disconnect was showing up on the controller history and was just from the exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files could not confirm the reported driveline disconnect alarm. A specific cause for the reported event could not be conclusively determined through this evaluation. Provided information stated that the patient had 59 driveline power fault alarms and denied a double power cable disconnection to trigger a no external power alarm. This alarm was said to occur prior to the ¿reset¿ of the device. No pump stops were said to have occurred and the pump running symbol was illuminated. There was no physical damaged noted to the system controller or modular cable. The system controller and modular cable were exchanged, resolving the alarms. Later the patient began to report a driveline disconnect alarm. There was no debris or corrosion noted to be present. It was thought that this driveline disconnect alarm was potentially mistaken as an alarm associated with the system controller exchange. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The system controller event log file contained events from 13mar2026 to 14mar2026, per the timestamps. No notable events or alarms were captured in relation to the pump. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook are currently available. Chapter 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, chapter 2, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the driveline disconnected alarm, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.